Event description:
Patient with a total knee implant has soft tissue laxity. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Patient with a total knee implant has soft tissue laxity. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.